Manufacturer narrative:
Clarification to partial implant date d6a: 2002 was provided. Clarification to partial date of event b3: march 2025 was provided.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6 device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed an opening assessed as surgical damage as per the investigation procedure, broken of plug strap were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture". This record is for the right side. Device was explanted.

Event description:
Healthcare professional reported "rupture" that will be captured as deflation. This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.